Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is not available for eval. Maquet cardiopulmonary (B)(4) is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process indicates that a 100% functional inspection for leakage is performed in the mfg area. A review of the production records for this particular lot show that the device passed the 100% tightness test. Maquet cardiopulmonary (B)(4) has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action.

Event description:
It was reported that blood leakage was observed at the lower portion of the device after starting ECMO. No reported pt effect. Ref: (B)(4).